Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: event year is reported as 2020; however exact date of event is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that during a surgery the instruments were sticking together and could not be disassembled. There was a surgical delay, however the amount of time is unknown. The surgery was successfully completed. The patient was reported to be in a normal status after the surgery. Concomitant devices reported: applicat out shaft (part number 03.812.001, lot unknown, quantity 1), applicator knob (part number 03.812.004, lot unknown, quantity 1). This report involves one (1) t-pal spacer applicator inner shaft. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted: investigation site: cq zuchwil, selected flow: damage. Visual inspection the visual inspection of the instrument showed at the implant pick up side some dents and wear marks as well the prong shaft is bent. Dimensional inspection: the relevant feature is deformed in a manner which prevents accurate measurement of the feature. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary the returned advanced applicator inner shaft is confirmed due to the damages found on the devices. The visual inspection of the instrument showed at the implant pick up side some dents and wear marks as well the prong shaft is bent. However, based on the findings above no fault could be found in material or during the production. This failure is typically consistent with inadequate handling of the device, the damaged marks shown that these are made of a pliers. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 03.812.521, lot: 4l45691, manufacturing site: hägendorf, release to warehouse date: june 29, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.